Event description:
The customer called in to report that her insulin pump had physical damage. The customer's blood glucose value was 113 mg/dl. The customer states that the pump has cracks on the front and top right corner of the display screen. We advised the customer that the pump would need to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.